Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery with multiple cartridges. Reportedly, customer continued to use the pump and contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact the customer¿s blood glucose.